Event description:
It was reported that contamination was observed on a syringe inlet. The contamination was further described as, ¿stain of tube¿. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed foreign matter at the inlet female connector area. Additional magnified inspection verified an unknown thin residue only at the outer wall area of the inlet female connector not in the fluid path that easily washed off and found not embedded. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.